Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the physician was unable to extend the snare from the plastic sheath, which showed signs of imminent breakage due to resistance encountered while actuating the device. In addition, it was also mentioned that there was a cutting issue. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block h6 (device code). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result the returned captiflex was analyzed, and a visual and microscopic evaluation noted that the flare was detached from the working length (strain relief) and handle. The device was checked under magnification and found that the working length had evidence of the flare being made. In addition, it was also found that the working length and wire were kinked at the proximal section. No other problems with the device were noted. The reported event of bands unable to cut was not confirmed. It was found that the flare was detached from the working length (strain relief) and handle. Also, the device was checked under magnification and noted that the working length had evidence of the flare being made. Additionally, it was found that the working length and wire were kinked at proximal section. These reported failures likely occurred due to manner in which the device was handled and manipulated. Excessive manipulation of the device could have induced the defects found. Based on all gathered information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the physician was unable to extend the snare from the plastic sheath, which showed signs of imminent breakage due to resistance encountered while actuating the device. In addition, it was also mentioned that there was a cutting issue. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result the returned captiflex was analyzed, and a visual and microscopic evaluation noted that the flare was detached from the working length (strain relief) and handle. The device was checked under magnification and found that the working length had evidence of the flare being made. In addition, it was also found that the working length and wire were kinked at the proximal section. Due to the device condition the functional and electrical test could not be performed. Lastly, the working length was not torn. No other problems with the device were noted. The reported event of loop unable to cut was not confirmed. It was found that the flare was detached from the working length (strain relief) and handle. Also, the device was checked under magnification and noted that the working length had evidence of the flare being made. Additionally, it was found that the working length and wire were kinked at proximal section. These reported failures likely occurred due to manner in which the device was handled and manipulated. Excessive manipulation of the device could have induced the defects found. Based on all gathered information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the physician was unable to extend the snare from the plastic sheath, which showed signs of imminent breakage due to resistance encountered while actuating the device. In addition, it was also mentioned that there was a cutting issue. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.